Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the patient's right ventricular lead exhibited high impedances as well as high capture thresholds. The patient's physician capped the lead during surgery on (B)(6) 2015. No additional information was available.

Event description:
Additional information that the lead was explanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that lead fracture was noted on the lead.